Event description:
Patient in operating room for laparoscopic appendectomy. The patient had been placed on hovermatt transfer mattress. The operating room table was tilted head down and to the left at the request of the surgeon. Because of the hovermatt, the patient's body started to slowly slide off of the operating room table. Surgeon and anesthesiologist, who was at the head of the table) attempted to catch the patient but he was unable to stop patient from sliding down. Surgeon had to guide the patient to the floor with himself underneath the patient to protect the patient from injury. The hovermatt was under the patient, but all of the edges had been tucked underneath the mattress. The operating room table safety straps were across the patient's thighs.